Manufacturer narrative:
The investigation results and the customer results are comparable and within the expected range. A reagent issue can be excluded. The investigation found the observed differences are consistent with the underlying differences in test principles. The investigation did not identify a product problem.

Manufacturer narrative:
The customer stated they had provided the incorrect units of measurement as "mg/l" initially. The correct units of measurement are mg/dl. Please refer to the attached data for updated customer results. The patient's complained sample was investigated by the manufacturer. Please refer to the attached data.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable total protein urine/csf gen.3 results for 1 patient tested with two cobas 8000 c502 modules. The cobas 8000 c502 module serial numbers were (B)(4). The sample type was urine. The patient¿s initial result on module a was 100 mg/l; the repeat was 100 mg/l. The patient¿s initial result on module b was 100 mg/l; the repeat was 100 mg/l. The patient¿s sample was tested on an unspecified competitor's analyzer via a qualitative test and received a negative result. The patient¿s sample was tested with a pyrogallol red method and received a result of 7 mg/l. It is unknown if the questionable results were reported outside the laboratory.